Event description:
It was reported that cartridge leaked insulin from the cartridge pigtail. There was no adverse impact to the customer¿s blood glucose level. Customer changed cartridge, successfully resumed insulin therapy.